Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had air leak postop laparoscopic video-assisted thoracoscopic lobectomy in lung parenchyma. The patient underwent a reoperation, closing of open air leakages, which resulted to prolonged hospitalization for one week. The surgeon had no problems during the initial surgery. Currently, the patient has no injury.